Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman access sheath (was) and dilator which was inside the was as received, and was bloody. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the shaft that were found 5 cm, 17 cm and 66 cm from the tip of the access system, with the tip damaged (delamination and anchor damage), and there was shaft damage (abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08/09/2017. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was selected; however, when the physician tried to delivery the was into the complex left auricle, the tip of the was became kinked. The was then removed from the patient. After the was removed, they observed that the proximal portion was kinked. The procedure was not completed as the physician thought the opening position of the left auricle was not appropriate. No patient complication were reported and the patients status is stable. However, device analysis revealed that inner liner delamination occurred.